Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Ref MFR report: 1627487-2013-15358. Th e pt has 2 extensions (from the same lot) implanted as part of his scs system. It was reported the pt experienced discomfort at the ipg site. The physician repositioned the ipg; however, the end of one of the extensions was frayed and could not be reinserted into the ipg. It is unk if the damage to the extension occurred during the ipg repositioning procedure. The physician elected to explant the ipg.